Event description:
Pt initially drained from the iliac crest harvest site. The wound then appeared to heal. Greater than one week post surgery, drainage recurred and contained graft material from the wound. The wound was washed out - irrigation and debridement. The site then healed uneventfully. Cultures were negative. There was no evidence of infection. Outcome: healed uneventfully.